Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.

Event description:
During baxter's eval, it was discovered that a mechanism installed in a spectrum pump did not match the serial number listed in the device history record. There was no pt involvement.